Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: colibri does not operate. This report is for a colibri (small electrive drive). This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.